Event description:
The catheter ruptured during contrast injection. No complication were reported to have occurred with the patient as a result of this event.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture is observed in the distal segment of the catheter. The device history records for the reported product lot number have been reviewed and no quality issue were noted. The appearance of the catheter is consistant with a rutpure caused by catheter over-pressurization. This is most likely to occur during injection of contrast when the distal portion of the catheter is kinked or occluded.